Event description:
A talent stent graft system was implanted into a patient for the emergent endovascular treatment of a contained ruptured juxtarenal aneurysm. The aortic neck had 45 degree angulation. The patient has renal failure and had been on dialysis. It was reported that the bifurcated stent graft was intentionally implanted to cover the renal arteries and an aortic cuff was implanted up to the sma. There was a junctional type 3 endoleak between the bifurcated stent graft and the aortic cuff as well as a proximal type 1 endoleak; however, as this was an emergent case, no other stent grafts were available to complete the procedure (MFR # 2953200-2010-00468). The following day, a 34 mm diameter talent aortic cuff was placed between the bifur and the cuff to address the type 3 endoleak. This was followed by implant of a 36 mm diameter talent cuff proximally to address the type 1 endoleak but it covered the sma (MFR # 2953200-2010-00470 and MFR # 2953200-2010-00471). An I-cast stent was placed in the sma to ensure patency. The type 1 and 3 endoleaks diminished somewhat but did not completely resolve. It was decided not to intervene any further. Post-operatively, the aneurysm was not as pulsatile. No additional information was provided.

Manufacturer narrative:
(B) (4) (required intervention) - (B) (4): evaluation, results: (endoleak), (pre-operative ruptured aneurysm, angulated aortic neck), (treatment of a pre-operative ruptured aneurysm).